Manufacturer narrative:
Onsite planned maintenance confirmed that the x-ray batteries needed to be replaced as they were about to expire. Replacement of the x-ray batteries along with the motion batteries resolved the issue. No further issues were reported. Replaced batteries were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while preforming the annual planned maintenance, it was discovered that the imaging system's x-ray batteries were about to expire and needed to be replaced. There was no patient present when this issue was identified.